Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1j3ng, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1j3ng, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported they fell when they first had the implant and the lead pulled out and they received a new system. No further complications were reported or anticipated.